Event description:
An office mgr. Reported that during intraocular lens (iol) implant surgery, the surgeon felt like there was "no capsule". The lens was removed and replaced during the same procedure with a different model. Add'l info was received from the reporter, who stated that she was unsure if the capsular bag tore or ruptured. She was told the lens fell to the back of the eye and was retrieved. The procedure was completed and the pt is doing well. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot. Add'l info was requested via phone, fax and email. A completed questionnaire has not been received. (B)(4).